Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and cracked battery tube threads. No excessive no delivery alarm was noted.

Event description:
It was reported that the insulin pump alarmed no delivery and then motor error. Customer changed the reservoir and was able to clear the alarm. The customer then left the device on the counter while in the shower and received a black circle with no message and a constant tone. It was stated that now the buttons are not responding. Blood glucose value is 10.9 mmol/l. Nothing further reported.